Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife was hospitalized due to hyperglycemia. Customer's blood glucose level was unknown at the time of incident. Customer has been using insulin pump with in 48 hour of high blood glucose event. Customer also stated that the insulin pump not working because of drained battery and had pump error battery out limit. Customer reports they were able to clear the alarm and did not receive a request to rewind insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.